Event description:
The physician was treating a lesion in the left superficial femoral artery with a turbohawk device. It is reported that having completed 8 passes and cleaning the device, he was unable to advance the thumbswitch leading to him being unable to open and/or close the cutter. An attempt was made to clean the device again but, the thumbswitch still failed to advance. Evaluation summary: the turbohawk was received for evaluation. A fracture was observed in the platinum iridium coil of the cutter head. The cutter head could be retracted, but could not be advanced past the original position where damage to the distal assembly was noted. Damage to the stainless steel coil and tecothane was observed at the location where the cutter could not advance.